Event description:
It was reported that on (B)(6) 2012 the patient was struck in the chest with a baseball. A hematoma developed right over the location where the device was implanted. The right ventricular lead exhibited loss of capture. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.